Event description:
It was reported that the patient experienced ineffective stimulation. Imaging confirmed the paddle lead had migrated out of the epidural space. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.